Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime procedure. The blood glucose reading was 400 mg/dl. Upon troubleshooting, it was found that the device was working as designed. The customer emailed after the event to report that her blood glucose levels returned to normal. Nothing further reported.